Event description:
The customer reported that the system would not boot up. This resulted in a loss of imaging functionality. There is no report of injury death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The bios (basic input output system) was found corrupted and was reset. The sbc (single board computer) coin battery was determined to be the cause for bios corruption. The customer was informed that the system needs sbc upgrade. No conclusion can be drawn as further service information is not available.